Manufacturer narrative:
D10 concomitant products: onb12stf, onb12stf versaone opt 12 std trocar, (lot#: j5f2543y) onb12stf, onb12stf versaone opt 12 std trocar, (lot#: j5f2543y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy and cholecystectomy, the three trocars exhibited a damaged seal while the tr ocar was in the abdomen. After changing the instrument, the seal was found to be leaky. A new seal was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: e1 (B)(6). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was not received. The seal housing, circular seal, stopcock, duckbill seal, and cannula appeared intact. During functional testing, the device passed an air leak test. The duckbill seal failed during manual manipulation. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers met the minimum specifications for this product. It was reported that the trocar exhibited a damaged seal and the seal leaked. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.